Manufacturer narrative:
Date of birth - unk. Pt weight: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm (B)(4) implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2013 due to low vaulting. The icl was exchanged for a longer lens and the problem was resolved.